Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use an onyx frontier coronary drug eluting stent to treat a non tortuous, severely calcified lesion in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent dislodgement occurred during removal following a failed delivery. The lesion in the mid rca was being worked on using a 7fr al.75 guide catheter and a non medtronic wire. After the lesion was predilated using a non medtronic 3.5 x 15 mm balloon, shockwave was used to treat the lesion. When attempting to cross the lesion with the onyx frontier stent, it would not fully cross the lesion. When pulling the stent back into the guide catheter, it sheared off the balloon. The dislodged stent was not removed. A 3.5 x 8 mm non medtronic balloon was placed inside the undeployed stent and was used to successfully open the stent. The dislodged stent was deployed. It was believed that there was possibly excessive force used due to the calcification and the need to use shockwave. The patient was reported to be fine. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.